Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that hair was allegedly found inside the sealed device package. It was further reported that the device was not used. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: based on the sample/photo evaluation: one sealed MRI low profile 6.6 fr implantable port with open ended single lumen catheter kit was returned for evaluation. Visual and photo evaluations were performed. The investigation is confirmed for foreign material in packaging, as the package was returned sealed. A hair was noted inside the sealed packaging. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Medical device expiry 12/2022.

Event description:
It was reported that hair was allegedly found inside the sealed device package. It was further reported that the device was not used. There was no patient contact.